Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The power supply was recommended to be replaced to resolve the issue, however, the customer declined ge healthcare service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of power and subsequent loss of mechanical ventilation. There was no patient involvement.